Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gel leak) has been confirmed. Upon receipt the rear 2 wire therapy electrode was deployed. Additionally, the trunk connector housing was damaged, the locking nut was missing and connector pins were bent. The cause for the gelled therapy electrode cannot be positively determined but was likely the result of the damaged electrode belt connector and bent connector pins. The root cause for the damaged electrode belt connector and bent connector pins cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that the pt's electrode belt is leaking gel. The pt was provided with a replacement electrode belt.